Manufacturer narrative:
H10: the actual device was not available; however, two photographs of the sample were provided for evaluation. The visual inspection of the two provided photos showed the product during treatment. There was no visible air during inspection, however, white spots were observed on the header cap. The failure 'particulate matter inside fluid path' and 'internal leak air' could not be verified. 'Particulate matter outside fluid path' was confirmed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "a circle of white dots" was observed during treatment with one unit of a theranova 400. This was ongoing till the end of treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.